Manufacturer narrative:
Since the customer did not return the suspected device for evaluation, an in-house testing was performed with the in-house contour plus elite meter and in-house contour plus test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour plus elite meter with serial # (B)(6) and no manufacturing anomalies were found. Section e1 of the initial report inadvertently indicated the country of the initial reporter as USA. The correct country of the initial reporter is mexico. Section e1 has been updated.

Event description:
The customer from mexico reported that his blood glucose readings were not being stored in the memory of the contour plus elite meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour plus elite meter is not marketed in the united states. However, the device is similar to the contour next gen meter with the product code nbw and 510 (k) # k193407, which is marketed in the united states.